Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported unusual appearance was confirmed. The protective sheath was not confirmed due to the protective sheath not being returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, the yellow protective sheath of a 4.0x12 mm nc trek dilatation catheter was very tightly wrapped around the balloon catheter and took some force to remove. Reportedly, the physician did not like the state of the balloon on the catheter as it had an unusual appearance once the protective sheath was removed. The decision was made not to use the 4.0x12 mm nc trek dilatation catheter as the integrity of the balloon may have been compromised. The device was not used and there was no patient involvement. A new nc trek dilatation catheter was opened and prepped without any sheath issues. There was no reported clinically significant delay in the procedure. No additional information was provided.